Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was making a clicking noise from the compressor. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was tested with a known good battery, patient circuit and power supply. The device log information does not provide information that would confirm or refute the presence of irregular noises. Irregular/clicking noises are not necessarily an indication of device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.